Event description:
During device preparation for the atrial fibrillation procedure, there was a communication and self-test issue with the amplifier resulting in a delay. After the patient entered the room, it was confirmed that the prs and electrocardiogram were recognized without any issues. However, the error messages "amplifier error" and "amplifier not detected" appeared, and the communication with the dws was interrupted. Initially, the amplifier recovered after restart, but the communication with the dws was interrupted in a few minutes. The location of outlet was changed, no transformer was used, the optic cable connecting with dws was replaced, amplifier and dws were restarted without cables. Although each troubleshoot resolved the issue temporarily, the communication with the dws was interrupted within a few minutes. Additionally, the amplifier's power status light was solid green when the communication was interrupted. When restarting the amplifier several times, the light was lit in orange and there was no self-check sound or sign of fan drive. The dws was also restarted two or three times, but the issue was not resolved. After that, the ensite x was replaced with the precision, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite x amplifier was received for evaluation. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and booted to a solid green ¿ready¿ light emitting diode (led) status. This indicated the amplifier passed the power-on-self-test (post) and then successfully communicated with the test station tracker software. The intra-cardiac (ic) short test was then performed successfully. When the prs¿s were connected, all devices were working as expected, however as soon as se1 tacticath was connected the amplifier locked up and no further communications was possible. The amplifier logs ended by saying ¿harmony state change comm=reset¿, followed by ¿aggregate exception: one or more errors occurred¿. The amplifier would not communicate to anything at this point. The amplifier was attempted to be rebooted except the post did not start (no audible beeps or fans), which duplicate the reported symptom. This symptom is related to the siu (sensor interface unit: initialization of the sensor) and subsequent conversation with the scu (sensor control unit). Any communication fault will cause a loss of the sideplane which will cause further amplifier conditions. This symptom was isolated to the system-on-module based on part replacement (scu and siu were exchanged with no alleviation of the symptom (which includes the 1 gb sfps). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported communication issue was attributed to an intermittent som.